Event description:
The invisx locks were implanted in 2001 and revised on event date when the bone flap came loose. The surgeon didn't do the pre-tensioning; he just snapped it down. The flap was a triangular shape and a cantilevered segment was only covered by approximately 30% of the cap in convex anatomy.